Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would freeze upon power up. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement in this event.

Manufacturer narrative:
Stryker evaluated the device and was able to duplicate and verify the reported issue. It was discovered that crystal y4 on the draco pcb does not oscillate unless thermally stimulated. The root cause of the reported failure is determined to be thermal sensitivity of crystal y4.

Event description:
The customer contacted stryker to report that their device would freeze upon power up. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement in this event.